Event description:
During a laparoscopic gastric bypass procedure, the device fired an incomplete staple line on one side. The procedure was completed with another device of the same product code. There was no patient consequence.